Event description:
It was reported, that the right ventricular lead was explanted and replaced for an unknown reason. Further information was requested, but not received. And the patient's condition was unknown.

Manufacturer narrative:
Further information was requested, but not received.